Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula housing was wet which occurred on (B)(6) 2024, which cause the patient blood glucose levels was elevated to 500 mg/dl, therefore patient had received bolused via the pump. The patient first went to emergency room and subsequently got hospitalized and admitted to intensive care unit received IV and fluids of saline and insulin. The patient also had trace ketones which were dangerous/life threatening. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6006591 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from infusion site (specific cause not identified). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 5/5 samples passed the test. Functional test air leak according to wi version 2 on reference samples, 5/5 samples passed the test. 5 reference samples were not able to be test for flow and leak due to the samples were used in a special investigation. A batch record review was conducted resulting in the following: packaging lot: the lot 6006591 was packaging according to the wi version 112, in the line inset 5, on 09/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06-aug-2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6006591 and no other complaint has been registered in database for the same lot 6006591 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak issues, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.